Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to have a hole in the ok button exposing the key contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all the keypad buttons were intermittently unresponsive. The ok and down arrow buttons required multiple presses with increasing force to elicit a response. During investigation, evidence of contamination was found under all key contacts and the down and ok contacts were found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that keypad buttons required multiple button presses to respond. The issue reportedly started two weeks ago. The keypad button symbols were reportedly worn. The patient denied damage to the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue